Manufacturer narrative:
Concomitant product(s): dtmb1q1 ICD; 429878 lead; implanted : (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was repositioned and it remains in use. No patient complications have been reported as a result of this event.